Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our edwards lifesciences japanese affiliate a chronic dialysis patient who underwent a 20 mm sapien 3 ultra resilia (s3ur) valve in the native aortic position presented with anemia during follow-up at the referral hospital. A blood test revealed increased lactate dehydrogenase (ldh) of 713 iu/l, and hemolytic anemia was diagnosed at the tavi hospital 30 days after tavi. Mild paravalvular leak (pvl) remained at implant and was also observed at diagnosis of hemolytic anemia. Two units of blood transfusion was given.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The device remains implanted in the patient and thus was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was reviewed, and the following was observed: post operative day 1 tte shows moderate medial paravalvular leak (pvl), one anterior/lateral and one anterior medial. Tte completed one month later showed the pvl remained the same. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this event. A review of the lot history revealed other similar returned events. However, no manufacturing non-conformances were identified during the investigations of the similar events. The instructions for use/training manuals were reviewed for guidance/instruction involving the valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The paravalvular leak was confirmed based on provided imagery. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra resilia transcatheter heart valve. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The procedural training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. Due to limited information provided, a definitive root cause of the pvl is unable to be determined at this time. Per the instructions for use (IFU), hemolysis is a known potential adverse event associated with the thv procedure and the use of the edwards thv devices. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Red cells may break down due to mechanical damage, such as from artificial heart valves or heart-lung bypass; or they may be destroyed due to defects in the cells themselves. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. In this case, investigation results suggest/indicate (paravalvular leak) caused or contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. An investigation was previously initiated to investigate the cause and assess the risks associated with pvl and hemolytic anemia. To address the issue, a corrective action preventative action (CAPA) was initiated to drive corrective actions.